Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Implant date 2011. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It is reported that the patient underwent a left hip arthroplasty on an unknown date. Patient is indicated for revision due to left hip pain and restricted mobility approximately 6 years after initial surgery. No further information is available at this time.